Manufacturer narrative:
Section h6, investigation findings code was updated.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6). Qc was within range on the day of the event. Calibration was last performed on 29-oct-2023 with acceptable results. Multiple "abnormal aspiration" and "sample clot detection" alarms were observed on the alarm trace data. These can indicate possible poor sample quality. The field service engineer (fse) replaced a reagent probe, the gear pump head and adjusted and verified the water pressure and rinse volumes. The fse verified the adjustments for the reagent probe and the sample probe. Precision testing was acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of urine qc issues with calcium on a cobas c 503 analytical unit. The customer reviewed previous patient results where the serum calcium gen.2 (ca2) results were high. Discrepant results were identified for 2 patient samples. Patient 1 initial result was 13.5 mg/dl. On (B)(6) 2023 the repeat result was 9.7 mg/dl. Patient 2 initial result was 13.3 mg/dl. On (B)(6) 2023 the repeat result was 9.5 mg/dl. The repeat results were believed to be correct.

Manufacturer narrative:
Section d, device identification was updated. Fields d1, d2a and d2b, d4 serial no, d4 UDI, g1 and g4 were updated. The ca2 reagent lot number was 74416901 with an expiration date of 30-nov-2024. The service actions resolved the issue.